Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. "The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Select patient information cannot be provided due to regional privacy regulations. " medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer has reported the battery compartment was cracked, a blank display in the pump and received a safety notification of fa896 ii. No harm requiring medical intervention was reported. Troubleshooting was not performed and found the issue was not resolved. The customer will discontinue to use of the device and the pump will be returned for analysis.

Manufacturer narrative:
Unit received with blank display and retainer ring damage. P-cap locked in place properly during testing. Proceeded with the following testing to assure proper functionality of the unit. After multiple battery replacement unit persisted on blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Unable to upload using thus software due to blank display. Proceed it by cutting unit open and perform visual inspection on the connectors and electronic assembly. Per visual inspection it was determine that the ingress of water corroding electronic assemblies, keypad flex connector and motor assembly causing electrical short not allowing unit to turn on or access to download. Unit received with keypad overlay texture damage, stained keypad overlay, pillowing keypad overlay, battery tube threads - cracked, cracked case-corner of belt clip rails, cracked case (battery tube), cracked case, scratched case, end cap address label missing, detached retainer, missing o-ring (reservoir tube) and broken reservoir tube lip. In conclusion, customer concern of with blank display was confirmed due to moisture on electronic assemblies. Customer concern for cosmetic damage was confirmed at the battery compartment during visual inspection when cracked battery tube case, cracked case corner of belt clip rails and cracked battery tube threads were noted. Retainer ring damage confirmed due to detached retainer ring. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.